Event description:
The customer reported that the system had a blank image on the left monitor. This happened outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply was verified and the boards in the generator were reseated and the connections in the camera were verified. The system was tested and found to be working as intended and put back into svc.